Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the products involved with this complaint to perform failure analysis. The redundant core power tray was analyzed, and the reported complaint was confirmed but not replicated. In the system logs, the error 86 was found, confirming the fault occurred in the field. Visual inspection revealed no issues related to the report issue. The unit was installed onto the golden system and completed program with no problems, continued performance was set to 10 power cycles and sitting idle for 1 hour. After testing 10x cycles once the testing was completed, the system error logs were inspected, but no error could be identified. Additionally, the icc board was analyzed, and the customer complaint was confirmed but not replicated. In the system logs, the 86 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to reported event. The icc board was installed onto a golden system where the component functioned as expected. Then the golden system was set to run 10 minutes on sine cycle, 10 power cycles and sitting idle for 3 days. Once the testing was completed, the system error logs were inspected, but no error could be identified. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient electrical issues from the icc board and the redundant core power tray.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer reported to technical service engineer (tse) that error 86 occurred. Tse found error 86 pointing adc board (ipd). The customer restarted the system after resetting the vision side cart (vsc) breaker; however, the error persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no ports incisions increased or additional ports placed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced power tray assembly and core controller to resolve the issue. The system was verified and ready to use. Isi has not received the devices for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.